Manufacturer narrative:
(B)(43). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The manifestation of the peritonitis was not reported. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Peritoneal dialysis therapy was ongoing. Treatment was not reported. The patient was discharged from the hospital. At the time of this report it is unknown if the patient has recovered. No additional information is available. This is report 4 of 4.